Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that prior to an atec breast biopsy, the suresight obturator was inserted into the compression grid." On (B)(6) 2013, it was reported, "the broken piece did not come in contact with the pt and there was no adverse effects from this event."